Event description:
It was reported the patient experienced no stimulation sensation. It was further stated the patient had not felt stimulation since (B)(6). It was indicated the device was implanted on (B)(6) 2012. It was noted the device "seemed to turn off by itself". The patient's settings were on program 2 at 1.1v, but the implantable neurostimulator (ins) was off. Assistance was given to turn on the ins. Stimulation could be felt when the ins was on and their urinary symptoms were controlled. Additional has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical device: product ID: 3037, product type: programmer, patient. (B)(4).